Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer service center, two reportable error codes were found in the device's error log. A ventilator inoperative error code occurred relating to a motor shutdown. Additionally a ventilator service required error code relating to a pressure sensor mismatch occurred. The service technician states that the system printed circuit assembly (pca) board and the blower assembly were replaced to address the ventilator inoperative error and the flow sensor was replaced to address the pressure sensor mismatch error. Additionally, the muffler assembly and 4 blower mounts were replaced due to dirt. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.